Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the right ventricular lead exhibited a drop in sensing amplitude. The patients records noted that the lead had previously exhibited the drop in sensing but no intervention had been performed. The physician elected cap and replace the lead. The patient was doing fine post surgery.